Manufacturer narrative:
Zimvie complaint (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvb8, (impl tapered scr-v sbm 3. 7mm 3.5mm 8mm) for evaluation. Visual evaluation of the as returned devices identified the implant & bundle mount with signs of use. The implant was returned outside of its original packaging. The implant had visible signs of use with bone debris on its external threads. The implant wouldn¿t disengage from the mount as intended, during a functional / physical test. The coob is non-verifiable as the conditions of the product / packaging delivered to the customer are unknown / non-verifiable. DHR review was completed for the subject lot number 1273309. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273309 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during implant placement - customer error. Therefore, based on the available information, and functional testing a device malfunction did occur. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. .

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the mount was stuck on the implant. The procedure was completed with another implant.

Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) numbers are k011028 and k013227.